Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked keypad overlay, stained keypad overlay, battery cap contact missing, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case, cracked battery tube threads, and cracked case on the battery tube side was noted. Pump does not meet spec because battery cap contact missing was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the pump battery tube. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump had a crack on the battery side. The customer discontinued the use of the pump and reverted to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.